Event description:
The customer reported being hospitalized for high blood glucose of 400 mg/dl. The customer also reported that the insulin pump alarmed button error. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.